Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu was replaced to resolve the issue.

Event description:
The hospital reported an error message requiring a system restart resulting in the loss of mechanical ventilation. There was no report of patient injury.